Event description:
It was reported that the customer's insulin pump alarmed and also had button error alarm. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that all the buttons functioned properly and no button error alarm or moisture damage on the keypad traces. The insulin pump was received with an alarm during the basic occlusion test and was unable to prime during the prime test as a result of a loose drive support disk. The device had scratched lcd window and cracked reservoir tube lip.